Event description:
Clinical narrative: us. An impella cp device was inserted via the left femoral artery in an 80-year-old male patient undergoing electrophysiology (ep) ablation who presented in society for cardiovascular angiography and interventions (scai) stage d shock. No comorbidities were reported. During support, the attending physician notified the customer support center (csc) that the impella cp had migrated into the aorta, resulting in a ¿position in aorta¿ alarm. At the time of the event, the patient remained hemodynamically stable with escalated catecholamine support. Attempts to reposition the device were unsuccessful. Based on the clinical situation, csc recommended device replacement, and with onsite field support, a replacement impella cp was successfully implanted. Several days later, care was withdrawn as noted due to a poor clinical prognosis. The patient subsequently expired while supported with the second impella cp. No adverse events were reported with the second device. Therefore, the death is conservatively being reported on the first impella cp, although the death is more likely attributable to the patient's underlying critical condition and overall poor prognosis.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.